Event description:
The customer stated that she had been receiving high blood and control test results on her meter. While troubleshooting, she performed 2 control tests and received results of 203 and 206 mg/dl. The normal control range is 99-136 mg/dl. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.